Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose (bg) levels reached 425 mg/dl while wearing the pod between 4 and 24 hours. According to the patient, she changed her pod and exercised, she later experienced elevated bg levels; she delivered bolus correction to address her bg levels and went to sleep. Symptoms reported include hyperglycemia, stomachache, headache, vomiting, dizziness and frequent bathroom usage. The patient was treated with intravenous fluids, saline, potassium, insulin drip, long acting and rapid acting insulin via insulin pen. The patient was released on (B)(6) 2025.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.